Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
The patient underwent a medical intervention on the left hip on (B)(6) 2013 due pain and a cyst formation. An injection/aspiration had to be performed to treat the adverse event. No explants was required.

Manufacturer narrative:
H3, h6: it was reported that a left hip medical intervention was performed due to the formation of a cyst. No implants were removed during the intervention. All of the devices involved were used in treatment. As of today, additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup, hemi head and stem. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported fluid collection may be consistent with the mild local soft tissue reaction; however, the clinical root cause cannot be confirmed and it cannot be concluded that the reported clinical findings are associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.